Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be detected/prevented by implementing in accordance with the below instructions for use: instructions, operation manual for gif-xz1200 chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif-xz1200 chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during preparation for use for an unspecified diagnostic procedure and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign material exiting from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the foreign material was patient body fluid or the water tank rubber piece and there was no delay in the start of precleaning. The air/water nozzle was flushed with water and air, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device evaluation found foreign material exiting from the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.